Manufacturer narrative:
Results: the ace60 was kinked approximately 44.0 cm from the hub. The ace60 was ovalized approximately 3.5, 5.5, 61.5, 66.0, 129.0, 130.0 cm from the hub. Conclusions: evaluation of the returned ace60 revealed that the catheter was kinked. If the ace60 is forcefully advanced against resistance, damage such as a kink may occur. During the functional test, resistance was encountered as the kink in the ace60 was attempted to be advance through rhv, and the ace60 could not be advanced any further. Further evaluation of the returned ace60 revealed that the catheter shaft was ovalized in multiple locations. These damages were likely incidental to the reported complaint. The non-penumbra sheath identified in the complaint was not returned to penumbra for evaluation. Penumbra catheters are visually inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Manufacturer narrative:
This device is available for return. A follow up MDR will be submitted upon completion of the device investigation.

Event description:
The patient was undergoing a thrombectomy procedure in the m1 in the middle cerebral artery (mca) using a penumbra system ace 60 reperfusion catheter (ace60). During the procedure, the physician attempted to advance the ace60 through a non-penumbra sheath, however, the physician felt resistance and was unable to advance the ace60 past the internal carotid artery (ica) within the patient, despite the anatomy not being notably tortuous. After a few attempts to advance the ace60, the physician removed it and found a crease mark on it. The procedure was then completed using a stent retriever. There was no report of an adverse effect to the patient.